Event description:
It was reported that on receipt of the blade, it was noted that the blade was broken. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product packaging design engineering who concluded that the evidence indicates of the observations of the product and packaging returned was that the package was crushed. This bent the pouch and tube resulting in the device breaking. The force required to bend the tube is far in excess of that expected during distribution. This force may have been as a result of a heavier device (such as a handpiece) being packed on top of this product, or mis-handling during the distribution process. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that on receipt of the blade, it was noted that the blade was broken. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.